Manufacturer narrative:
(B)(4). The device was not returned for evaluation however films were supplied for review. Medical advisor found ap and lateral x-rays of l1 burst/compression fracture treated with pedicle screws, non-contoured rods and crosslink at t12-l2. Lower set screws have backed out.

Event description:
It was reported that the patient underwent a 3 level posterior lateral mass fusion to treat a burst fracture. The patient returned approximately 6 years post-op with pain and a feeling that the implants are moving when the patient moves. X-rays revealed that the set screws have backed out of the bone screw. A revision surgery has not been scheduled yet due to complications with the patient's insurance company. Fusion has occurred no additional patient complications have been reported.